Event description:
It was reported that a pump declared an alarm during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in loading a new cartridge, but the alarm recurred, preventing successful insulin therapy. Consequently, technical support arranged for a replacement pump. The customer was instructed on how to store the pump and agreed to return it using a pre-paid label within ten days. It was confirmed that the customer would use multiple daily injections as backup therapy.